Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2018-01346. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device is fractured. No adverse events have been reported as a result of the malfunction.